Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by an vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the oxygen blender to address the reported issue.

Event description:
It was reported to vyaire medical that the unit has a bad leak. There was no patient involvement associated with this reported event.